Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's device was received at zoll UK for evaluation. The device had been tested by the customer with a simulator prior to returning to zoll for investigation. As a result, the clinical file from the event was overwritten and zoll could not evaluate the algorithm decision. The device was tested functionally and was found to analyze as expected on a simulator. The device passed all functional testing successully, was recertified and returned to the customer. No trend associated with similar reports.